Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ablation procedure, they used CT(computer tomography) to guide the 3 x 4 cm electrodes into the large rt rcc (radio therapy renal cell cancer) (~ 6 cm). They had a nice 2 cm gap between the probes and a triangular configuration. Started a 24 minutes ablation. After ,12 minutes, the probe #1 created an error "electrode not cooling properly" and stopped the ablation. They stopped and checked all of the connections and started again. The problem happened again with probe 1 around 14-15 minutes. So moved electrode 1 to the #3 slot and #3 to the #1 slot. This again had an error with the electrode #1 (now in the #3 slot). They shut off that probe and the temperature reading appeared to be wrong as it was jumping around between 15-35 degrees and then would spike to 93 degrees every 20-30 seconds for a split second before immediately coming back down to 16 degrees. They used another like device to complete the procedure. There was no patient injury.